Event description:
It was reported that the inflatable penile prosthesis cylinders and pump were removed due to a kink in the tubing that led to a hole in the cylinder. The device would no longer "pump up." A new 18cm x 12mm ipp device was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.